Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, on initial inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluation by MFR: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the shaft. Microscopic examination revealed a pinhole 6mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, on initial inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient was in good condition after the procedure.